Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not run on ac only battery. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: b5. Biomed confirmed they do not need service. He pulled out the unit and reseated it into the cart solving the issue. No other information available. H3 other text : biomed done the repair.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not run on ac only battery, unit is on patient at this time. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a